Event description:
Customer's family member called to report that their freestyle meter was giving high and erratic readings. Precision testing was performed at the time of the call with the meter in question. Results of 201 mg/dl, 329 mg/dl and 176 mg/dl were obtained within minutes of each other. These results vary more than 20%.